Event description:
Metal tip of arthrex scorpion multifire needle broke off in shoulder during a surgical arthroscopy procedure. Xray taken and tip noted to still be in shoulder. Surgeon did not try to remove needle.